Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a bulge in the silicone segment after the anesthesiologist administered an unspecified pre-op medication. It was reported that during priming the user did not observe a bulge and the IV flowed without difficulty.

Manufacturer narrative:
The customer¿s report of a bulge/ balloon was confirmed. Visual inspection showed that the silicone segment tubing had a bulge just below the upper fitment. Functional testing resulted in fluid flowing freely through the set with no issues observed. The root cause of the ballooning was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port. This action results in excessive pressure within the silicone segment thus causing the silicone segment to bulge/balloon.